Event description:
Distributor reported a crack and leak in a mp1000-c valve. A home health pt who administers her own tpn/hydration and has used the mp1000-c for more than 5 years was starting her hydration and after attaching the line to the maxplus valve, she noticed fluid leaking from a crack in the base of the valve. There was no pt harm or medical intervention required. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the valve has not been received. A follow up report with failure investigation results will be submitted should the device be returned for evaluation.